Manufacturer narrative:
The customer reported that their central nurse's station (cns) went into brief communication loss. No patient harm or injury has been reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) went into brief communication loss.

Event description:
The customer reported that their central nurse's station (cns) went into brief communication loss.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer submitted the log entry from the facility stating that "comm loss @ 15:36 briefly". The original ticket was created to document the hospital department logs and the hospital will not be providing any additional information. Investigation summary: customer stated they could not provide any information regarding the entry note. Due to the lack of information available an investigation into the reported issue is not possible at this time. No risk assessment could be performed.